Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on performa meter, compared to lab, within 10 minutes: 102 mg/dl on performa meter and 34 mg/dl lab result. Customer had gone to hospital with symptoms of sweating, cold, and listless; treatment received was not provided. Return of the suspect device was requested for evaluation and replacement was sent.